Event description:
On (B)(6) 2011, the pt reported experiencing elevated blood glucose of up to 280 mg/dl for about a week and she did not feel well. She bolused through the infusion device to lower her blood glucose. Her normal blood glucose range is 105 - 150 mg/dl. She stated she has changed the infusion site and tubing several times in an attempt to resolve the issue. She changes the infusion site every 2 days and infusion tubing every 6 days. The adapter has never been changed and she was advised to change it with every 10th insulin cartridge change. The insulin cartridge had been in use for a "couple" of days and had been reused. She was advised against reusing insulin cartridges. At the time of the report the pt had switched to injection therapy. She was advised to switch to the backup infusion device using the same supplies to troubleshoot. Upon f/u on (B)(6) 2011, the pt stated that her blood glucose returned to normal after switching to the backup infusion device. It is unk how long the pt had been off of the primary infusion device prior to switching to the backup device. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device, infusion set, insulin cartridge, and adapter were requested to be returned for eval.